Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a lead revision (reference reg report: 1627487-2019-09446, 1627487-2019-09447), on (B)(6) 2019, the physician discovered via imaging, that the existing right s1 lead migrated out of the foramen. In turn, the physician opted to implant an additional lead at the same location without explanting the existing lead. Effective therapy was established post-op.